Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 3/4/2024 h6 component code: g07002 - no device returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. Additional information was requested, the following was obtained: please see below please clarify, what is the total number of sutures that broke at the swedge or close to the needle? 7 what is the lot number of each suture involved? Clmmxu did all sutures broke over the same patient procedure? No if no, please clarify total number of procedures. 3 are the devices available to be returned for evaluation? Unopened from same lot/box if so, please provide the status of the return and any available tracking information. En route: tracking: (B)(4) please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) via scrub tech during cases. Related reports: 2210968-2024-02277, 2210968-2024-02278, 2210968-2024-02279, 2210968-2024-02280, 2210968-2024-02282, 2210968-2024-02283.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture kept breaking at the swedge or close to the needle. No patient harm reported. Additional information was requested.